Event description:
Per information provided by the attorney and medical records: (B)(6) 2007 a 60- year-old female patient with a medical history of enterocele and vaginal vault prolapse was scheduled for abdominal sacrocolpopexy with implant of a bard flat mesh. Per the operative report details, the peritoneum was accessed; minimal adhesions were noted from bowel to the cuff and to the side requiring only manual dissection and then cautery. ¿the prolene (bard flat mesh) mesh was used in the anterior vaginal vault with nine sutures of prolene. The mesh was attached to the sacrum once the peritoneum was dissected off on the right side of the bowel.¿ (B)(6) 2016 about 9 years later, the patient was diagnosed with acute appendicitis and was scheduled for laparoscopic appendectomy. Per the operative details, upon entering the abdomen, ¿immediately noted were adhesions between the omentum and close to the umbilicus cephalad with the transverse colon forming a shield on the right side separating the right upper quadrant and right lower quadrant with omental adhesions to the undersurface of the abdominal wall." The appendix base was transected and an extremely indurated, fibrosed, sclerosed, cemented phlegmon engaging a small bowel loop to the left cecum midline was noted. The appendix was embedded in it, and not amenable to sharp cutting. At this point, the procedure was converted to the open method by incising a low transverse incision from the prior surgery. The surgeon was able to break into this very indurated, wood like phlegmon and deliver the segment of small bowel up in the wound. ¿posterior to the phlegmon were blue prolene sutures from the prior surgery with a polypropylene mesh (bard flat mesh) right on the sacral promontory below the bifurcation of the aorta.¿ the surgeon trimmed the mesh; most of it was tried to be removed, which was fibrosed and indurated phlegmon. Pus was coming out of the phlegmon as it was dissected. The phlegmon, small bowel segment and appendix were removed. Per the pathology report, a segment of small bowel with adhering fibrotic tissue containing an old mesh showing severe acute inflammation and abscess formation with reactive fibrosis; appendix with acute inflammation and organisms suggestive of actinomyces was removed. (B)(6) 2016 later, the patient had complaints of abdominal pain; a CT abdomen pelvis performed showed a small amount of abdominal pelvic ascites predominantly within the lower quadrant as well as secondary inflammation of the adjacent bowel loops. (B)(6) 2017 approximately 5 months later, the patient experienced recurrent bladder prolapse and made a hospital visit. Videourodynamics showed mixed incontinence. On the same day, the patient underwent enterocele, sigmoidocele, perineal repair and insertion of a non-bard/davol (ethicon) retropubic mid-urethral sling due to vaginal vault prolapse. Attorney alleges unspecified adverse patient outcomes associated with the use of bard/davol device. It is also alleged that the device was defective.

Manufacturer narrative:
Based on the information received, the patient experienced adhesions, bacterial infection post implant and underwent additional surgery for removal of mesh. The explanted bard flat mesh was not returned to the manufacturer for evaluation. Based on the medical records received, there is no way to determine whether the bard flat mesh may have caused or contributed to the patient¿s problems experienced due to the patient's extensive medical/surgical history and the limited clinical information provided. The instructions-for-use supplied with the device lists adhesions, and inflammation as possible complications. In regards to the infection, the warning section of the IFU states: "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Addendum: h.11: this is an addendum to the initial emdr. This supplemental emdr was submitted to report the correct product catalog number. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: b4, g4, g7, h2, h6, h10, h11. Corrected fields: d4 (catalog no, UDI no.). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Based on the information received, the patient experienced adhesions, bacterial infection post implant and underwent additional surgery for removal of mesh. The explanted bard flat mesh was not returned to the manufacturer for evaluation. Based on the medical records received, there is no way to determine whether the bard flat mesh may have caused or contributed to the patient¿s problems experienced due to the patients extensive medical/surgical history and the limited clinical information provided. The instructions-for-use supplied with the device lists adhesions, and inflammation as possible complications. In regards to the infection, the warning section of the IFU states: "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the attorney and medical records: on (B)(6) 2007 a (B)(6) year old female patient with a medical history of enterocele and vaginal vault prolapse was scheduled for abdominal sacrocolpopexy with implant of a bard flat mesh. Per the operative report details, the peritoneum was accessed; minimal adhesions were noted from bowel to the cuff and to the side requiring only manual dissection and then cautery. ¿the prolene (bard flat mesh) mesh was used in the anterior vaginal vault with nine sutures of prolene. The mesh was attached to the sacrum once the peritoneum was dissected off on the right side of the bowel.¿ on (B)(6) 2016 about 9 years later, the patient was diagnosed with acute appendicitis and was scheduled for laparoscopic appendectomy. Per the operative details, upon entering the abdomen, ¿immediately noted were adhesions between the omentum and close to the umbilicus cephalad with the transverse colon forming a shield on the right side separating the right upper quadrant and right lower quadrant with omental adhesions to the undersurface of the abdominal wall." The appendix base was transected and an extremely indurated, fibrosed, sclerosed, cemented phlegmon engaging a small bowel loop to the left cecum midline was noted. The appendix was embedded in it, and not amenable to sharp cutting. At this point, the procedure was converted to the open method by incising a low transverse incision from the prior surgery. The surgeon was able to break into this very indurated, wood like phlegmon and deliver the segment of small bowel up in the wound. ¿posterior to the phlegmon were blue prolene sutures from the prior surgery with a polypropylene mesh (bard flat mesh) right on the sacral promontory below the bifurcation of the aorta.¿ the surgeon trimmed the mesh; most of it was tried to be removed, which was fibrosed and indurated phlegmon. Pus was coming out of the phlegmon as it was dissected. The phlegmon, small bowel segment and appendix were removed. Per the pathology report, a segment of small bowel with adhering fibrotic tissue containing an old mesh showing severe acute inflammation and abscess formation with reactive fibrosis; appendix with acute inflammation and organisms suggestive of actinomyces was removed. On (B)(6) 2016 later, the patient had complaints of abdominal pain; a CT abdomen pelvis performed showed a small amount of abdominal pelvic ascites predominantly within the lower quadrant as well as secondary inflammation of the adjacent bowel loops. On (B)(6) 2017 approximately 5 months later, the patient experienced recurrent bladder prolapse and made a hospital visit. Videourodynamics showed mixed incontinence. On the same day, the patient underwent enterocele, sigmoidocele, perineal repair and insertion of a non-bard/davol (ethicon) retropubic mid-urethral sling due to vaginal vault prolapse. Attorney alleges unspecified adverse patient outcomes associated with the use of bard/davol device. It is also alleged that the device was defective.